Event description:
We were extracting a medtronic 5076 in the rv from 2001. It was a right-sided extraction. The patient also had a right atrial lead that was tunneled in from the left side (the right side was occluded, so they had to go from the left). Using a 12f glidelight catheter, the physician began extraction of the mdt 5076 lead from the ra. Shortly after lasing was initiated, the blood pressure dropped. The CT surgeon was in the room and immediately scrubbed in. Patient was put on bypass, a sternotomy performed, and the tear at the mid right atrium, lateral side was repaired. Patient was stabilized. The tear was not caused by the laser catheter, but by pulling the lead (via the lld). The physician feels the lead had become a part of the right atrial wall, so when pulled it created the tear.